Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic epiploectomy colectomy procedure, during the third firing of the device, the tissue pad melted and fell off the jaws. It was extracted with caution, and the procedure was completed with the use of another device. The patient¿s life was not at risk. The patient¿s condition is excellent.

Manufacturer narrative:
(B)(4). Batch n92w7d. The device was received with the tissue pad was detached and not returned with the device. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.